Event description:
The customer reported the clamp mechanism of the mobile holder for the wireless detector does not hold the detector properly.

Manufacturer narrative:
The investigation showed the lock mechanism at the wireless detector mobile holder did not work correctly and can open unintentionally when rotating the holder to + 90 degree; there were four screws loose. The field service engineer re-tightened these screws and secured them by using loctite this solved the problem. (B)(4).